Event description:
It was reported that during the cardiomems implant procedure the physician noted that the patient's pacemaker lead appeared to be floating. The procedure was completed as usual. After the procedure was completed the pacemaker was interrogated and it was determined the lead was not working appropriately. The patient was admitted for overnight monitoring. The pacemaker was switched to a different pacing mode until the lead could be replaced. On (B)(6) 2024 the lead replacement was performed. On (B)(6) 2025 the patient was discharged. The physician reported they were not able to determine the cause of the lead dislodgement.

Manufacturer narrative:
No device analysis results are available because the device was not returned for investigation. The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. The physician was not sure what had caused the lead dislodgement and stated it could have been a loose lead to begin with or possibly could have been the swan-ganz catheter or the cardiomems delivery catheter used. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.